Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of did not wear gloves, low blood pressure, peritonitis and passed out and had traffic accident in a male patient (B)(6) coincident with dianeal pd4 ambuflex therapies with culture (B)(6) for proteus mirabilis, septic coincident with dianeal pd4 ambuflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Action taken with dianeal therapies was not reported. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient passed out and had a traffic accident for which he was hospitalized on the same day. Treatment was not reported. The patient was recovering. On an unreported date, the patient experienced low blood pressure, was septic, and did not wear gloves while performing dianeal therapy. The nurse clarified that the patient passed out and had a traffic accident due to the low blood pressure and sepsis. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent. The peritonitis was due to the patient not wearing gloves. On the same day, the patient was hospitalized for the events. On an unreported date, the patient was treated with vancomycin and ceftazidime 1500mg daily for 3 weeks. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, the patient was re-trained on performing pd therapy. The patient was recovering from the events of low blood pressure, septic, and peritonitis.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient described as the patient did not follow the dialysis center instructions for aseptic technique (did not wear gloves). A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.